Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi did not receive the single port drape involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a customer informed an an intuitive surgical, inc. (Isi) technical support engineer (tse) that patient side manipulator (psm) 3 kept disengaging from the single port drape with error 31010. The customer reseated the drape several times and used different instruments, but the error continued to appear every few minutes. The tse confirmed error 31010 in the logs pointing sterile adapter (sa) sensor missing on psms 2, 3 and 4. The customer would try to replace the entire drape to resolve the issue. The procedure was completing as planned with no reported injury.